Event description:
It was reported that the backside of the pump (cartridge slot area) was partially melted due to the customer dropping the pump into hot water. Reportedly, the housing damage did not impact the pump's performance. The customer provided a blood glucose (bg) range of 300-400 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.